Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 05/2021).

Event description:
It was reported through the results of a clinical trial that approximately eleven months and seven days post index procedure using a drug-coated balloon catheter, restenosis of the target lesion occurred and was successfully treated with standard pta. Approximately two years and four months post index procedure, left basilica vein transposition and aneurysmal degeneration occurred and was successfully removed using surgical intervention. The current status of the patient was not provided.